Manufacturer narrative:
The device was received and evaluated. Condition upon receipt: part number 8562010, from lot number 0208592601 received; there was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide] on the sample. Equipment used: microscope (zeiss stemi 2000c between 0, 65 to 5, 0 magnification settings), multimeter. Evaluation: per instructions for use 68e3926 revision b the sample was tested in an "as received condition" without moving the setting switch (set at the 2ma setting). The sample did light up indicating current delivery. The sample was functionally tested in all positions while manipulating the switch and tip within the positions and the 0.5ma position was intermittent. The lower reading on the one opened sample was likely due to shipping the device with the probe touching the tip. The intermittent behavior in the 0.5ma position is likely the result of procedural or operational factors. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the vari-stim device is failing sporadically. The doctor reported seeing and touching the nerve but the nerve is not responding. Another vari-stim was opened and used successfully. There was no impact to the patient.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.